Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1776 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew1776) have been reported from the same facility.

Event description:
It was reported that over the last month the facility was having issues with the microintroducer fraying when attempting to advance into the vein. No other information was provided.